Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 01/03/2024, the patient stated that during the event she did not experience any symptoms because she is hypo unaware. During the event she was on the train when she suddenly lost consciousness. A passenger on the train called them ambulance and when the paramedics arrived a fingerstick was taken and the cgm was reading 7.9 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient was treated 300ml of orange juice and 4 tubes of glucogel. After treatment the patient was brought to the emergency room but received no further medication here and was discharged after a couple hours of waiting. At the time of the report the patient had fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.